Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue could not be reproduced and the root cause could not be determined, however, water leakage was observed in scratches on the cable. It is likely that an image was not temporarily displayed because a communication failure occurred due to temporary water leakage. The event may be prevented by following the instructions for use which state: ¿do not reprocess or store this product together with tweezers, forceps, scalpels, etc. Doing so may puncture the camera cable and damage the electrical circuits inside the product due to water leakage¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information received from the customer: the procedure was reported to be a tur-bt" (transurethral resection of bladder tumor) and the event occurred before starting the procedure, immediately after connecting. The procedure was completed using a different device.

Event description:
The customer reported to olympus, the hd camera head had no image when connected to the system. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, appearance defect was noted on the cable, air/water leakage was noted, connection issue was noted, and abnormal image issue was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.